Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b9s, the cubie drawer was broken and could not be opened. The customer noted that the latch/locking mechanism securing the cubie had snapped off from the lid. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer worked with the staff over the phone. The staff was able to remove the pocket, which resolved the issue. The staff confirmed that the issue had been successfully resolved. The system functioned as intended after the field service engineer investigated the issue.